Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. Evaluation of the submitted log files confirmed that there were no notable events or alarms. The device appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. As of 26feb2024, the hm3 lvas, serial number (B)(6), has not been returned for evaluation. If the device returns at a later date this investigation will be reopened. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU and the hm3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including other neurological events (not stroke-related), cardiac arrhythmia and death that may be associated with the use of the hm3 lvas. Additionally, section 6, "patient care and management", lists neurologic dysfunction and arrhythmia as potential late postimplant complications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an unwitnessed fall down a flight of stairs and was administered cardiopulmonary resuscitation (CPR) for 1 hour following the fall. Log files were submitted for review and captured pulsatility index (pi) events. The patient passed away on (B)(6) 2023. The cause of death was being considered as a neurological event or ventricular tachycardia event.